Event description:
Two valiant captivia stent graft system were implanted into a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was reported as severe tortuosity. It was reported that about 6 months ago there was stent graft migration with a type I endoleak. The patient presented with hemoptysis with a ruptured aneurysm and tevar was temporally performed. Two valiant stent grafts 32x32x150 and 34x34x150 were implanted at proximal side. The patient remains in stable condition. No additional clinical sequelae were reported. A single still angio image without contrast was reviewed: there appears to be 2 or possibly 3 implanted devices. It cannot be determined if there has been any migration or rupture since there is no contrast in this image. The date of this film is unknown so there is no reference to compare this image to the position of the stent graft at implant. Other than a tortuous anatomy as seen along the mid-length of the stent grafts, no stent graft issues are observed from this single image.

Manufacturer narrative:
(B)(4).